Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 14 days following implant of a transcatheter aortic valve, a permanent pacemaker was implanted due to complete heart block (chb).

Manufacturer narrative:
Updated data: a4. B3. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 14 days following implant of a transcatheter aortic valve, a permanent pacemaker was implanted due to complete heart block (chb). Additional information was received that following the implant of the transcatheter aortic bioprosthetic valve (tav), the chb was not immediately seen, and the patient was not discharged on a monitor. One week following the implant of this tav, the patient was noted to have a heart rate in the 50s beats per minute (bpm). Additionally, the patient experienced lightheadedness and dizziness; therefore, the physician ordered a monitor. Thirteen days following the implant of the tav, the patient went to the emergency department (ed) in chb.